Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was reported as the patient did not use standard aseptic technique when changing solution bags; further described as the patient had no idea about the changing solution standard at the beginning of pd therapy. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported. No further detail was provided regarding the status of retraining in proper aseptic technique or if dianeal therapy was ongoing. On an unreported date, the peritonitis was resolved and patient was recovered from the event. No additional information is available.